Event description:
It was reported that during a da vinci-assisted cholecystectomy general surgical procedure, the vessel sealer extender (vse) was not sealing adequately. The technical service engineer (tse) reviewed logs and found no associated errors. The customer confirmed no errors were present on the system or the generator. The tse asked the caller if they have tried a secondary instrument. The customer stated they have not however will if necessary. The or staff was proceeding with case with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting was not sealing adequately, an investigation is in progress to determine the cause of this reported event. The customer was proceeding with the case and would use a backup instrument if necessary. The instrument related to the reported event has not been received for failure analysis testing. The probable root cause of the alleged was not sealing adequately cannot be determined based on the information provided and phone support details. The site would use a second instrument if necessary. This complaint is considered a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.